Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer's newly received autopulse li-ion battery (s/n (B)(4) is not powering on their autopulse platforms. The customer stated that the battery is fully charged but not able to power on any of the platforms. No patient involvement.

Manufacturer narrative:
B5 (describe event or problem) was corrected. D4 (suspect medical device, serial #) was corrected. H4 (device manufacture date) was corrected. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer's newly received autopulse li-ion battery (s/n (B)(6)) is not powering on their autopulse platforms. The customer stated that the battery is fully charged but not able to power on any of the platforms. No patient involvement.